Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device with a 6f sheath after an unspecified procedure. Reportedly, a suture break occurred. Hemostasis was achieved using manual arterial compression. The physician is reportedly trained in the use of the proglide device. There were no adverse patient sequelae and no clinically significant delay in the procedure reported. No additional information was provided.